Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary diagnosis and the procedure was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Upon troubleshooting, fse found the geo pc was not communicating with the system. The engineer manually shut down the geo pc and restarted it at the r cabinet interface. Once rebooted, all communications were restored. After restarting the system multiple times, the errors were no longer present. Upon further investigation, fse found that the intermittent issue was caused by a faulty geo pc. To resolve the issue, fse replaced the geo pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.